Event description:
On (B)(6) 2013,abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison with I-stat vs acl top (lab). There was no patient information available at the time of this report. Date, method, result, sample; (B)(6) 2013, I-stat, 4.0, wb; (B)(6) 2013, acl top, 2.5, plasma. Based on the information available at the time there were no injuries associated with this event. The customer states that the patient had a dental procedure postponed.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).